Event description:
Event description boston scientific received information that this chronic system was nearing elective replacement time using transtelephonic monitoring (ttm). A magnet strip obtained from yesterday's session indicated an underlying ryhthm, but there was no ventricular capture observed. Today during evaluation, normal pace, sense, capture, magnet, and threshold function was observed. Impedance measurements registered 500-840ohms, however the daily measurements indicated readings >2500ohms on the ventricular lead. After performing isometrics without complication, the clinician faxed over the ttm strip and information. This down-syndrome patient is unable to verbalize experiencing any symptoms. The device was explanted and the ventricular lead was surgically abandoned the same day. Both were successfully replaced.